Event description:
The patient reported in 2004 that their one touch basis original meter had missing segments on the display and that they went to the hospital due to this issue. Medical affairs specialist had attempted to contact the patient in 2004 to obtain further clinical information, but was unable to reach the patient since there was no answer at the phone number provided. A letter will be sent. The meter was reading only the `000' on the display and was not going on to the next screen. This issue was not resolved with troubleshooting. They did visit the hospital, but did not go until three weeks after the missing segments issue started on the meter. It is unknown if they has attempted to test on the meter prior going to the hospital and if the 35 units of insulin they were given at the hospital was their set amount or additional amount of insulin based on the hospital meter result. However, this case is reported as a meter malfunction due to the missing segments issue that was not resolved.